Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis clinic reported a blood leak. The blood leak occurred in the beginning of treatment and the patient's estimated blood loss was under 25 cc's. The patient's dialysate flow rate was a1.5. The patient's blood flow rate was 450. The nurse currently has the product and stated she will return it to the plant for investigation.

Manufacturer narrative:
Device evaluation: the complainant facility returned one f180nre dialyzer for manufacturer evaluation. During the gross visual examination of the sample, a delamination was observed on the non-cavity ID end which extended from approximately 300° to 60° with the dialysate ports at 0° (see attached photograph). The delamination in the polyurethane potting extended under the silicone o-ring. There were no other defects or irregularities visually identified on the fiber bundle or any of the molded dialyzer components. The production record was reviewed and there was one approved temporary dn noted on the lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A hemodialysis clinic reported a blood leak. The blood leak occurred in the beginning of treatment and the patient's estimated blood loss was under 25 cc's. The patient's dialysate flow rate was a1.5. The patient's blood flow rate was 450. The nurse currently has the product and stated she will return it to the plant for investigation.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A hemodialysis clinic reported a blood leak. The blood leak occurred in the beginning of treatment and the patient's estimated blood loss was under 25 cc's. The patient's dialysate flow rate was a1.5. The patient's blood flow rate was 450. The nurse currently has the product and stated she will return it to the plant for investigation.